Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow valve was replaced and the ventilator was calibrated, resolving the reported complaint.

Event description:
The hospital reported that, during a preoperative checkout, the tidal volume was higher than expected. There was no report of patient involvement.